Event description:
It was reported that a homecare pt experienced difficulties with attaching and maintaining a secure inner/outer cannula connection with use of multiple size 6 dic, disposable inner cannula disposable inner cannula and one (1) size 6 dct, disposable cannula low pressure cuffed tracheostomy tube. Limited info was provided regarding the length of time the devices were in use, what type of device maintenance and care was performed and what type of respiratory circuitry was involved. There was no reported pt injury. The involved 6 dct device and several 6 dic accessory devices were reportedly discarded and as such are not available to be returned for investigation. Twelve (12) dic accessory devices were returned on 03/08/1999 to the MFR for decontamination, analysis and investigation. Device eval results are recorded in section h.10 of this report.